Event description:
A customer reported a malfunction on their pump after it was dropped, resulting in a malfunction code. There was no reported adverse impact on customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resolving the issue. Once the customer had necessary supplies, they called back, and the reset was completed successfully. The same malfunction did not recur post-reset, allowing the customer to continue using the pump, with backup options in place if needed. No further action was required, and the case was closed after updating the customer¿s contact information.